Event description:
Additional information was received indicating an increase in pacing impedance was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. The device was reprogrammed to inhibit therapy as the patient's indication had changed. The patient was in stable condition.